Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Pressure regulating balloon (prb) was placed on left and filled with 23 cc of saline solution.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced recurring incontinence due to cuff had eroded into the urethra. Original implant was performed in 2014. Patient underwent a removal procedure of his artificial urinary sphincter (aus) at an unknown date and underwent a reimplant procedure on (B)(6)2020 to implant a new aus. Pressure regulating balloon (prb) was placed on left and filled with 23 cc of saline solution.